Manufacturer narrative:
The following sections were added/updated: b4, b5, g3, g6, h2 and h6 and h10

Event description:
As per new information received patient underwent an elective re-intervention one month and a half after the initial procedure for worsening tr. Re-intervention type was surgical tricuspid valve replacement.

Manufacturer narrative:
The following sections have been added/updated/corrected: b4, g3, g6, h2, h6 and h10 . The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was confirmed with objective evidence per imaging review. The presence of an slda as described in the complaint event was confirmed through imaging evaluation. Based on the imaging evaluation, no potential contributing factors to the post-procedural slda could be identified as procedural imaging was not returned. In addition, a DHR review was completed and found that the device passed all manufacturing and sterilization inspections. There are no nonconformance's identified related to the complaint event.

Event description:
Edwards received notification of a pascal ace precision procedure in tricuspid position. A hypermobile device with potential slda was reported. In the tte prior to discharge, the second implanted ace was moving up and down, and doctor was not sure if the implant was fully attached to the leaflet. The patient had no problem and was happy about the success of the implantation. Patient was discharged without any worsening or discomfort. Grade of regurgitation was 4+ and at the time the slda happened 1+. As per medical opinion the cause of the slda was unknown. As per completion of imagery review- the residual tr appeared at least qualitatively severe.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial and final report with the investigation results below. Outcomes attributed to adverse event: even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformance's identified related to the complaint event. The single leaflet device attachment (slda) was confirmed during imaging evaluation however, no potential contributing factors were able to be identified. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Device not returned- implanted.